Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal aneurysmal iliac neck was 150 mm. Vessel morphology is unknown. The patient has a history of a left hemicolectomy. It was reported that a recent computerized tomography (CT) scan indicated a change in aneurysm appearance. A second f/u indicated continued changes with a slight increase in aneurysm size. The pt became symptomatic and was diagnosed with a possible staphylococcus infection of the aneurysm and stent graft. It was reported that the device was explanted and the pt was converted to open surgical repair in 2002. It was reported that the pt died 12 days later of subacute bacterial endocarditis. It was reported that no autopsy was performed. Further info from the explanting physician is pending.